Manufacturer narrative:
(B)(4). CT images dated (B)(6) 2018 were received by gore from the facility. Evaluation of 3d reconstruction and orthogonal images revealed what appeared to be a pau just distal to the previously implanted conformable gore® tag® device. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2017, the patient was implanted with a 40mm x 15cm conformable gore® tag® thoracic endoprosthesis (tgu404015/15285708) as part of a thoracic endovascular aortic repair. Prior to graft placement, the patient underwent a left common carotid-to-left subclavian artery bypass. On an unknown date in (B)(6) 2018, computed tomography (CT) scan reportedly identified a penetrating aortic ulcer (pau) and moderate thrombus distal to the end of the gore® tag® device. On (B)(6) 2018, the patient was implanted with an additional conformable gore® tag® device to distally extend the existing graft 2cm from the celiac artery. The patient tolerated the procedure.

Manufacturer narrative:
Please note correction: penetrating aortic ulcer (pau) initially identified on (B)(6) 2018.

Event description:
On (B)(6) 2017, the patient was implanted with a 40mm x 15cm conformable gore® tag® thoracic endoprosthesis (B)(4) as part of a thoracic endovascular aortic repair. Prior to graft placement, the patient underwent a left common carotid-to-left subclavian artery bypass. On (B)(6) 2018, computed tomography (CT) scan reportedly identified a penetrating aortic ulcer (pau) and moderate thrombus distal to the end of the gore® tag® device. On (B)(6) 2018, the patient was implanted with an additional conformable gore® tag® device to distally extend the existing graft 2cm from the celiac artery. The patient tolerated the procedure.